Event description:
It was reported that during a revision procedure this pacemaker exhibited noise, oversensing, pacing inhibition, and high pacing impedances, measuring greater than 2000 ohms when the right ventricular (rv) lead was connected to the device. The patient didn't experience asystole. The rv lead was reconnected three times, and the reported observations were not duplicated when the rv lead was tested on the pacing system analyzer (psa). This pacemaker was explanted and replaced prior to pocket closure. The rv lead measurements were within normal limits with the newly implanted pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to noise, oversensing, pacing inhibition, and high pacing impedance measurements.

Event description:
This supplemental report is being filed because additional information was received from device evaluation.